Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive. The system was still in need of repair, and that repair would be accomplished by the customer's third party contract.

Event description:
It was reported that the system would not boot up. No pt injury was reported.